Event description:
A report was received that prior to implantation the patient had a non device related surgery which caused an infection. The patient developed a fever, had an antibiotic washout and was prescribed additional antibiotics. Once the infection cleared the patient was implanted with the devices. Several months after being implanted the patient was admitted to the hospital with a fever and pain in the lumbar area. The patient had the entire system explanted and an MRI was performed. The MRI revealed fluid collecting in the subcutaneous tissue. The fluid was drained and the patient was prescribed oral and IV antibiotics. The patient was discharged with no fever and pain being controlled by morphine sulfate, nsaid's and dexamethasone. The event is related to the procedure and not the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial/lot#: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial/lot#: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices will not be returned to bsn as they were discarded by the medical facility.